Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - yesterday I was at (B)(6) and they gave me a g21474 with lot number c1780687 which they claim ¿broke¿ during stent advancement through the channel of the scope. I¿m getting more details and will call you once attained. Per rep - 07feb2022 - once the distal end of the stent came out of the distal end of the scope and into the patient, they noticed on the monitor that the stent was broken/cracked right where the flap meets the stent. They then deployed the stent successfully. Then, they grabbed it with forceps and dragged it out. They re-cannulated and put in another stent. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. 6.3.1.3 did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? No. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details.

Event description:
Supplemental follow up report is being submitted due lab evaluation completed on 15 mar 2022. Visual inspection: stent returned torn/damage on non tapered end. Functional inspection: 0.035 inch wire passes freely.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x clso-10-9 of lot number c1780687 was returned to cirl for evaluation. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 15th march 2022 . Stent returned torn/damage on non tapered end. A 0.035 inch wire passes freely through the stent. Image review: n/a. Documents review including IFU review: prior to distribution all clso-10-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for clso-10-9 of lot number c1780687 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1780687 . The instructions for use, ifu0045 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the user did not follow the instructions for use, where as per reported in the patient/event - info notes a metii-25-480 wire guide was used. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible root cause of the stent fracture could be attributed to the user error of an incorrect sized wireguide used in the procedure. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.